Event description:
A sensor board was replaced for a user settable alarm condition and returned to the quality assurance laboratory for investigation. There was no harm or injury reported. During the investigation at the quality assurance laboratory a failure of the mt5 transducer on the sensor board was observed.